Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.